Manufacturer narrative:
(B)(4).

Event description:
It was reported while attempting to peel the peel-away sheath, one side of the white sheath hub broke off. Clinician used the leverage of the PICC and one white wing to continue to peel the sheath even though the other white hub broke off. Procedure completed without needing to drop an additional sheath. The patient's condition is reported as fine.

Event description:
It was reported while attempting to peel the peel-away sheath, one side of the white sheath hub broke off. Clinician used the leverage of the PICC and one white wing to continue to peel the sheath even though the other white hub broke off. Procedure completed without needing to drop an additional sheath. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one image showing a defective peel-away sheath. Signs of use were observed. The customer also returned one peel-away sheath for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed that one of the tabs did not tear correctly along the seam lines. This resulted in the extrusion to separate. Further analysis revealed that one of the score lines was completely separated down the entire extrusion. The sheath body was cross sectioned to better visualize the divots for the seam lines. The sheath body length from the tabs to the distal tip measured 2 3/4" , which is within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter/inner diameter could not be accurately measured as one of the seam lines was already split. R & d was contacted as part of this complaint investigation. They confirmed that the failure for this complaint is consistent with an extrusion defect. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated to address the issue of peel-away sheath tears incorrectly. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report that a peel-away did not tear correctly was confirmed through complaint investigation. Visual analysis revealed that the sheath split incorrectly along one of the score lines. Despite the damage, the sheath met all relevant dimensional requirements. Based on the customer report, the sample received, and the comments from r & d, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.